Event description:
It was reported that during implantable pulse generator (ipg) follow up check, on interrogation the ipg indicated elective replacement indicator (eri) had been reached and device reverted to initial mode settings. However battery longevity indicated as 6.5 years and 11 years at previous check 12 months. Review of device data indicated the ipg reached eri, but the condition disappeared because it is a false eri (measurement lock-up condition). Also, as a result of the false eri condition, the lead impedance measurement is indicated as low. The ipg will reinitialize a longevity estimation after a couple of days of data collection after the false eri condition is cleared. No further action is needed, the device returned to nominal settings. The ipg remains in use. It was also reported the atrial exhibited low impedance measurements, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.